Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the audio bolus button required hard presses to elicit a response and the covering of the button was missing. Reportedly, the tactile changes had occurred prior to the damage to the rubber button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during investigation, the keypad cover was intact; no damage was observed. The audio bolus button cover was found to be torn and the button contact was missing. The up arrow, down arrow, ok and contrast keypad buttons were found to be unresponsive. The audio bolus button was not able to be tested due to the button damage. The keypad cover was removed and the keypad flex was observed to be torn. There was evidence of moisture found on the keypad flex connector and inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.